Manufacturer narrative:
(B)(4). The report received from the open study indicated that 5 months after stenting in the left distal superficial femoral artery (sfa) with a 6 x 80 mm flexible stenting solution self-expanding stent, a (B)(6) female patient with medical history including hyperlipidemia, hypertension, pvd (both legs), cad, cva or tia, had leg pain and duplex revealed in-stent restenosis. The patient underwent revascularization including laser atherectomy and drug coated balloon with good results. The patient¿s leg pain had completely resolved at office visit two months later. Three (3) months later, duplex us ordered which revealed in-stent restenosis of left distal sfa. Plans for angiogram in near future. Pt chose walking program then pt underwent 2nd opinion and jetstream rotational aspiration atherectomy with distal filter protection and drug coated balloon x2 and angioseal at outside institution. Five (5) months later the patient is able to walk more and is doing well clinically. Four (4) months after the onset of the previous leg patient, the patient had intermittent claudication. The patient reported to an outside physician with complaints of intermittent claudication left greater than right. The patient underwent revascularization of the target lesion (distal sfa) as well as "mid sfa (new lesion) and tp trunk (new cto lesion)." The patient had a staged procedure of the right common femoral and right sided external iliac and common femoral." During the index procedure, a 90% occluded lesion in the distal left superficial femoral artery (sfa) of 60 mm in length in a 5 mm vessel diameter was treated. There was no calcification. The lesion was pre-dilated with a 5 x 60 mm balloon catheter at 10 atmospheres (atm) before a 6 x 80 mm flexible stenting solutions stent was successfully deployed at the target lesion. Post-dilatation was performed with a 5 x 60 mm balloon catheter at 4 (atm). A hematoma was noted post-procedure when the patient was being prepped for discharge. Twenty (20) minutes of manual pressure was applied with complete resolution of hematoma. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
The report received from the open study indicated that when the patient was being prepped for discharge after stenting in the left distal superficial femoral artery (sfa) with a 6 x 80 mm flexible stenting solution self-expanding stent, a hematoma was noted. Twenty (20) minutes of manual pressure was applied with complete resolution of hematoma. Approximately 5 months later, the patient had leg pain and duplex revealed in-stent restenosis. The patient underwent revascularization including laser atherectomy and drug coated balloon with good results 5 months later. The patient¿s leg pain had completely resolved at office visit two months later. Three (3) months later, duplex us ordered which revealed in-stent restenosis of left distal sfa. Plans for angiogram in near future. Pt chose walking program then pt underwent 2nd opinion and jetstream rotational aspiration atherectomy with distal filter protection and drug coated balloon x2 and angioseal at outside institution. Five (5) months later the patient is able to walk more and is doing well clinically. Four (4) months after the onset of the previous leg patient, the patient had intermittent claudication. The patient reported to outside physician with complaints of intermittent claudication left greater than right. The patient underwent revascularization of the target lesion (distal sfa) as well as "mid sfa (new lesion) and tp trunk (new cto lesion)." The patient had a staged procedure of the right common femoral and right sided external iliac and common femoral." During the index procedure, a 90% occluded lesion in the distal left superficial femoral artery (sfa) of 60 mm in length in a 5 mm vessel diameter was treated. There was no calcification. The lesion was pre-dilated with a 5 x 60 mm balloon catheter at 10 atmospheres (atm) before a 6 x 80 mm flexible stenting solutions stent was successfully deployed at the target lesion. Post-dilatation was performed with a 5 x 60 mm balloon catheter at 4 (atm).